Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump is making a high pitched noise, while the insulin is being pushed through. It was also reported that the boluses would also skip numbers. Troubleshooting occurred. No additional info was provided.